Event description:
It was reported to philips that both the c-arm and table geometry were unavailable. The system was in clinical use at the time of the reported event and the patient was moved to another room for the procedure. There was no allegation of injury to the patient or user. An investigation into this complaint has been initiated by philips.